Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout error alarms which were reproduced at device power up. Evaluation confirmed the reported symptom of ¿sharp watchdog timeout error¿ through causality of a software anomaly. Evaluation processed the device to clear the sharp watchdog timeout error through reprogramming of processor board and installation of software v8.00.03. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog timeout error alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.